Event description:
It was reported the patient presented to the emergency room after an alert was received for ams episodes causing syncope. The competitor lead was extracted and no complications were noted.

Manufacturer narrative:
(B)(4).